Manufacturer narrative:
This report is submitted on january 29, 2018, (B)(4).

Event description:
It was reported that the patient experienced extrusion of the device. Subsequently, the extrusion was treated with a topical antibiotic (date and duration not reported). Explantation of the device and reimplantation is planned; however, it is unknown if this has occurred as of the date of this report (B)(6) 2018.